Manufacturer narrative:
Updated section: date of report, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative. Corrected ethnicity: - changed "describe event or problem" from the patient was immobile and intubated with iab post 2 days to upon further clarification, the patient was immobile and intubated prior to the procedure. - even site email: (B)(6), - "health professional" should be blank as it is unknown. The product was returned with the membrane completely unfolded with traces of blood on the exterior and interior of the catheter. Three catheter tubing kinks were observed at approximately 51.8cm, 56.9cm & 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal and 0.025cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported 2 days after insertion of the intra-aortic balloon (iab), a catheter restriction alarm occurred. Iab therapy could not be resumed. Upon further clarification, the patient was immobile and intubated prior to the procedure.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported 2 days after insertion of the intra-aortic balloon (iab), a catheter restriction alarm occurred. Iab therapy could not be resumed. The patient was immobile and intubated with iab post 2 days.